Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 40 mg/dl. Customer states that low blood glucose was due to over-correction of high blood glucose as they gave higher doses of basal insulin each hour. The customer reported that they were on auto mode. The customer declined helpline assistance. Insulin pump will not be return for analysis.